Manufacturer narrative:
On 8-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, a tear was observed in the posterior aspect, measuring approximately 2.0 cm. An area of missing material, measuring approximately 0.7 x 0.7 cm, was also noted. The product evaluation lab concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was found that product return was omitted on the previous report. The suspected medical device was returned for evaluation on (B)(6) 2020. The relevant fields have been updated. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)year-old female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants and experienced postoperative bilateral rupture and right-sided grade IV capsular contracture. The diagnosis of capsular contracture was made on (B)(6) 2020. As a result, the patient underwent bilateral removal with replacement with two 425cc mentor memorygel breast implant prostheses (catalog #: 3504251bc, left serial #:(B)(4), right serial #: (B)(4) on (B)(6) 2020. Upon explantation, the bilateral rupture was observed. This report is for the right-sided prosthesis.